Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked, but not broken as reported by the customer the device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Because the blade was not broken as reported, it is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece didn't fall into the patient's body. Changed to another one to compete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.